Event description:
It was reported that the patient had complaint of the device having migrated to under the armpit and lower. The device was explanted and replaced and the new device was moved to a new pocket that was more medial for the patient's comfort. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Products: 4469 lead, implanted 2002 (B)(6). (B)(4).